Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, and prime tests. However, the insulin pump was received stuck in a motor error alarm loop during bolus delivery. The insulin pump's motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during analysis testing. The insulin pump was received with a scratched lcd window, a cracked case display window corner, cracked battery tube threads, a broken reservoir tube lip, a cracked reservoir tube, a missing reservoir tube o-ring, and a cracked reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 303 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.